Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in early-january 2015 that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The device and electrode were explanted due to infection. Boston scientific received information that a local representative was not present during the explant procedure.